Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving (5mg/ml at 1.389) via an implantable pump for unknown indications for use. It was reported that the stitches in the pocket broke and the healthcare provider revised the pocket. The pump was tacked back down.